Event description:
A 60 mm smit sleeve was inserted into the pt's uterus to again attempt to perform the third fraction of a gynecological treatment using a 45 degree tandem. The previous attempt resulted in the tube portion of the sleeve separating from the button, with the tube remaining in the pt's uterus. The part was removed without incident. The pt was rescheduled for treatment after the site received new smit sleeves. Prior to the second attempt, the smit sleeve was examined and was found to separate. The sleeve was reassembled and was inserted for treatment. The tube again separated from the button of the sleeve and remained in the pt. This tube was removed from the pt uneventfully. All sleeves with this part number were returned to nucletron.